Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however it was noted that the display lens was broken. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were missing, the ring cover was missing, the lead flex cover was damaged, the battery contacts were compressed, two side bails were missing, the ring was missing, and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the display is cracked/shattered. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.